Manufacturer narrative:
(B)(4). The upper jaw is broken off at the base of the dynamic jaw; the broken off portion of the jaw is missing and not returned for analysis. Optical examination discovered a quasi-brittle fracture. The location, and amount of force required in order induce fracture of the jaw is consistent with application of excessive force. The above observations are consistent with misuse due to application of excessive force, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the instrument tip was broken while in use in the patient. Although these instruments were used in surgery no patient complications have been reported.